Event description:
Caller reported a malfunction on the pump with audible alerts, identified as malf 16, but it did not adversely impact the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. As a corrective measure, cts arranged for a one-time pump replacement, instructing the customer to use the current pump until the new one arrives. The customer was advised on programming the replacement pump and returning the malfunctioning pump within ten days to avoid charges.